Manufacturer narrative:
Upon completion of the investigation it was noted that the testing was performed using both product, a new pair of verstru forceps (lot number = 126717) of the same code as the returned product (9007150st) and a new pair of the same size spetzler-malis forceps. Lot number = m013920). The sticking of the tissue to the forceps tips was evaluated after each media by comparing the quality of the material that remained on the forceps. Conclusion: no specific root cause could be identified. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, versatru forceps were sticking out of the packaging prompting the surgeon to use a set of spetzler malis to complete. No adverse or delays reported.